Event description:
Customer reported that the pump screen unexpectedly went blank, requiring it to be plugged into a power source to turn back on. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the customer on resetting various functionalities and battery best practices, while the customer acknowledged the advice and was advised to monitor the system and report any continued issues.